Event description:
Litigation papers allege that on (B)(6) 2008, patient was implanted with a depuy pinnacle acetabular hip on her right side. Since then, patient has experienced pain and restricted mobility. Additionally, patient allegedly needs revision surgery.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2589482. A search of the complaint database finds additional reported incidents against lot code 2548866 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Depuy leeds reviewed the device history records and found no anomalies. A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
After review of medical record for MDR reportability, patient was revised to address failed and painful right total hip arthroplasty. On (B)(6) 2011, a scar tissue was noted around the joint and this was excised using electrocautery. The patient also experienced persistent pain and discomfort in her right hip region.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.